Event description:
It was reported that the patient experienced shortness of breath coincident with peritoneal dialysis (pd) therapy. The cause of the shortness of breath was unknown. It was unknown if the patient was hospitalized for the event. The treatment and outcome was not reported. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). Upon further investigation with the customer it was determined that the patient¿s episode of shortness of breath was caused by an influenza infection. Therefore, the baxter homechoice device is no longer considered suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported event. Should additional relevant information becomes available; a follow up report will be submitted.